Event description:
It was reported that a spectrum iq pump alarmed occlusion downstream, even if the tube was not clamped during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information h6 medical device problem code is updated to a160105. Additional information h3, h6 and h10: the device was received for evaluation. During functional testing, a downstream occlusion alarm was reproduced. A review of the event history log revealed multiple 'downstream occlusion!' Alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification downstream sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.